Event description:
It was reported that the patient lost therapeutic effect about a year prior to the report. A manufacturer's representative met with the patient earlier that month and could not establish communication with the implantable neurostimulator (ins). When the patient's pocket site was opened up during a revision surgery, the lead had migrated and was "twisted around the ins". The reporter stated that the lead was however still intact and not fractured. The surgeon did a full explant and closed the pocket. Patient outcome was not provided. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID, 3093-28 lot# v382104, implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).